Event description:
The distributor reported on behalf of the user facility that the device would not "zero" balance. No pt injury was reported.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.